Event description:
It was reported that when taking a 12-lead ECG, the device's screen slowed down, then appeared to freeze. The customer turned the device off and back on again. The device started up, but the user did not try to take another 12-lead. The customer also stated that they tried to send a fax from the device to the hospital, but the hospital did not receive it.